Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The first event was previously reported under 8031010-2020-00169. We became aware of the two additional events during a follow-up. This event is for the second device. Four of the eight returned protaper next nitifiles x1 25mm are actually broken in the active part (fatigue). No link can be established between breakage issue and information found during DHR review (batch #1561510) because the broken instruments are too damaged to be measured. The four other files have been used but are without damage. No unused file is available for evaluation. Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
It was reported that a dentist had three protaper next files break during use. The customer could not tell what information should go in which event. In two cases the tooth was extracted and in one case the broken part was moved outside apex and left in bone, roots filled.